Manufacturer narrative:
H.6 investigation summary: this statement summarizes the investigation results regarding your complaint that alleges ¿discrepant result¿ when using kit grp a strep 30 test veritor (material # 256040), batch number unknown. Customer stated that they have received discrepant results. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing could not be performed as no batch number was provided. No photos or physical samples were received; therefore, return sample analysis could not be performed. Based on the available information the reported issue was unable to be confirmed. A trend analysis for discrepant result was conducted, no adverse trend was identified. No corrective actions were taken at this time.

Event description:
It was reported that kit grp a strep 30 test veritor has been giving discrepant results. Test cartridge visibly reads positive but analyzer reports negative. No patient impact was reported. The following information was provided by the initial reporter: customer states that test cartridge visibly read as positive, but analyzer reports negative customer expecting positive result based off of visual read customer stated that this issue had occurred "months ago" and has since been resolved after purchasing a new bd veritor plus analyzer. Customer was unable to provide lot information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that kit grp a strep 30 test veritor has been giving discrepant results. Test cartridge visibly reads positive but analyzer reports negative. No patient impact was reported. The following information was provided by the initial reporter: customer states that test cartridge visibly read as positive, but analyzer reports negative. Customer expecting positive result based off of visual read. Customer stated that this issue had occurred "months ago" and has since been resolved after purchasing a new bd veritor plus analyzer. Customer was unable to provide lot information.